Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref:3005334138-2019-00221. Following placement of the first sheath and removal of the dilator, a leak was noted at the hemostasis valve with the guidewire in place. The sheath was flushed, the dilator was advanced over the guidewire, the guidewire was removed and a transseptal needle was advanced. Transseptal puncture was performed and the tip of the sheath was advanced to the left atrium. The dilator and transseptal needle assembly were removed and the sheath was exchanged for a second introducer. Upon removing the guidewire and dilator, the valve of the second introducer was noted to be leaking.